Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The joystick is speeding up and the flanges were broken on the charger when it plugs in.